Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data analysis: the case started on (B)(6) 2025. About 2.5 hours after starting the pump, a suction alarm went off, and there was an alarm for an unknown impella position. The case continued until on (B)(6) 2025. Lt and rt logs did not indicate any irregularities with the placement signal or other optical signals. Further investigating the previous case with the pump sn: (B)(6) also did not reveal any issues with the placement signal. Additionally, while reviewing the logs, found an unexpected controller reboot on (B)(6) 2024 after a day of pump operation, following a partial reset of the watchdog and a missed acknowledgment by process sau_motor_1. After the system rebooted, the watchdog started again and the pump resumed at the previous p-level. The caused of the unexpected controller reboot was most likely due to a software anomaly. This issue is unrelated to the complaint. Device analysis: the console was returned to field service for further investigation. A visual inspection of the internal circuitry of the console did not reveal any issues. Obtained the analog output from the optical bench without any noise or distortion with pump and without pump connected as well as 5s parameter values were within the specification as per the pm procedure. See attached 5sparameter.jpg. The console was tested with a known good pump and purge system, and no anomalies were observed during testing. Root cause: the root cause for the reported lost of placement signal not related to any problems with the aic. No issues were found within the aic. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the automated impella controller (aic) had several instances when the placement signal was lost. The issue occurred with the same aic on different devices. No further intervention was mentioned, and no patient harm has been reported.